Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 29-year-old female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: micronor on (B)(6) 2013 and nuvaring on (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psych injury / psychological or psychiatric problems condition: anxiety / mental anguish"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraine headaches") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("general abnormal bleed"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, genital haemorrhage, fatigue and migraine had resolved and the vaginal haemorrhage, anxiety, mood swings, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain , menorrhagia (heavy menstrual bleeding),general abnormal bleed, dysmennorhea (cramping), pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. The fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number added. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 29-year-old female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: micronor on (B)(6) 2013 and nuvaring on (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psych injury / psychological or psychiatric problems condition: anxiety / mental anguish"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraine headaches") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("general abnormal bleed"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, genital haemorrhage, fatigue and migraine had resolved and the vaginal haemorrhage, anxiety, mood swings, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain , menorrhagia (heavy menstrual bleeding),general abnormal bleed, dysmennorhea (cramping), pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. The fallopian tubes were blocked. Lot number: a66678 manufacturing date: 2012-10 expiration date: 2015-10. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleed') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury / psychological or psychiatric problems condition: anxiety / mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraine headaches") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, dysmenorrhoea and menorrhagia had resolved and the anxiety, vaginal haemorrhage, dyspareunia, fatigue, mood swings, migraine, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain , menorrhagia (heavy menstrual bleeding),general abnormal bleed, dysmennorhea (cramping), pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received. Lab data added. Events ; abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: mood swings, migraines/headaches, pain, psychological or psychiatric problems condition: anxiety, depression & mental anguish, weight gain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psych injury / psychological or psychiatric problems condition: anxiety / mental anguish"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraine headaches") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("general abnormal bleed"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, genital haemorrhage, fatigue and migraine had resolved and the vaginal haemorrhage, anxiety, mood swings, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain , menorrhagia (heavy menstrual bleeding),general abnormal bleed, dysmennorhea (cramping), pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. The fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome of the events - physical pain/pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), migraine headaches, fatigue were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain , menorrhagia (heavy menstrual bleeding),general abnormal bleed, dysmenorrhea (cramping), pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- new events abdominal pain , menorrhagia (heavy menstrual bleeding),general abnormal bleed, dysmenorrhea (cramping) were added. Outcome of pelvic pain updated to recovered / resolved. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.